Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer reported that the device did not alarm when a distal occlusion was present. At an unspecified concentration of pitocin. No specific programming parameters were provided. The customer contact report that lactated ringers (lr) was being delivered to the pt by gravity. It was reported that the pitocin delivery was connected into the lr tubing at the port closest to the pt. After an unspecified length og time, it was noted that the patient's IV was clotted and the device did not alarm for a distal occlusion as expected. At that time, the nurse flushed the patient's IV. After an unspecified length of time, it was reported the pt experienced uterine tachystimulation. No specific event details were provided. The customer contact reported the device may have pumped pitocin into the lr line causing a bolus of pitocin when the patient's IV was flushed. There were no reported adverse pt effects and no reported delay of therapy critical to the mom or baby. No medical interventions were required. The customer contact reported that the mom and bay were discharged home in a timely manner. Though requested, no add'l info was provided